Event description:
It was reported to philips that the device's display is damaged. It was not disclosed how the display became damaged. There was no reported patient or user involvement and no adverse patient/user impact.